Manufacturer narrative:
Based on current information it was the surgeons intention to perform treatments without active eyetracker. Therefore he is fully responsible for this action. It is not recommended to perform treatments without eyetracker as it is a safety function to ensure centered ablation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. No further investigation will be conducted and no corrective actions are required because there is no indication the product malfunctioned. (B)(4).

Event description:
A customer requested assistance during a procedure to deactivate the eye tracker during treatment. It was recommended that the surgeon not perform treatment without the eye tracker but the surgeon elected to continue with treatment without the eye tracker. Additional information received states that the surgeon decided to cancel the laser procedure and performed an astigmatic cut. The customer is satisfied with the patient outcome.